Event description:
Report received of unrequested bolus deliveries. The pump was programmed to deliver an unspecified medication with unspecified pump settings. The pump was reportedly witnessed by two nurses giving pca doses without prompting the machine to give a dose. The patient became unresponsive and was transferred to the e.r. And successfully treated with an unspecified dose of narcan. Though requested, no additional information was available.